Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced aa blood glucose level displayed as "high" on the continuous glucose monitor, and diabetic ketoacidosis. Reportedly, the customer required assistance from parent to treat bg level via a manual injection. No additional information was provided.